Manufacturer narrative:
Date of report: on an unreported date in december 2022 to january 2023, the event occurred. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was reported as due to "e. Coli entering the abdominal cavity". It was not reported if the patient hospitalized for the event. The patient was treated with unspecified anti-inflammatory drugs for the event. At the time of this report, the patient has recovered from the event. During the treatment, the patient continued pd therapy; however, at the time of this report the patient was on hemodialysis. The reporter declined to provide additional information.